Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. We were unable to determine the cause or confirm the complaint based on the condition of the returned device, due to the missing parts. There was no needle strike mark on the foot. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. It is unknown how hemostasis was achieved. There was no reported adverse patient sequale. Though requested, no additional information was provided.